Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. They were unable to perform the excessive no delivery test due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had issues with the insulin pump for several weeks. Customer stated that the problems began after the pump got wet. Customer stated that she has an unexpected restart alarm that she cannot clear. Customer stated that the keypad is unresponsive. Customer's blood glucose is 230 mg/dl. Customer cannot access the alarm history. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. Customer stated that the pump was stored or not in use for an extended period of time. Customer stated that the numbers are not ramping on their own. Customer stated that the up or down button may be stuck and there is no response from any button. Customer stated that the minutes change on the time display. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.